Manufacturer narrative:
Corrected data: b5, h6.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the right ventricular (rv) lead exhibited a failure to advance the stylet, resulting in an inability for the rv lead to be implanted on (B)(6) 2025. The rv lead was replaced, and the procedure was successfully completed.

Event description:
It was reported that the patient presented for an implant procedure. During procedure, the right ventricular (rv) lead exhibited a separation failure from its stylet, resulting in an inability for the rv lead to be implanted on (B)(6) 2025. The rv lead was replaced, and the procedure was successfully completed.